Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was operated on both femurs following an accident on (B)(6) 2012. Patient was implanted with lcp distal femur plate and screw construct on the right femur side on an unknown date. The left femur side, patient was implanted with 13 hole lcp plate with locking screws stardrive (date unknown). Patient was returned to the operating room on (B)(6) 2012 for revision surgery for the right femur side. X-rays taken on an unknown noted that there was an intra articular fragment and subsequently needed reduction. On (B)(6) 2012, the plate and all screws with the exception of one screw were removed. Reportedly there was a problem removing one of the distal screws. The stardrive screwdriver damaged the screw head and consequently the screw could not be removed. An attempt to remove the screw was made using high speed drill bits. With two periosteal elevators, the assistant used lever arm to exteriorize the screw and then introduced the wire cutting pliers to cut the screw. The plate and screw was removed. The surgery was continued and the surgeon revised the patient to a new lcp plate construct after reduction. The procedure was prolonged by an unknown amount of time. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the patient was implanted with the device following an accident on (B)(6) 2012. Implant date is on an unknown date in (B)(6) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.